Manufacturer narrative:
Concomitant medical products: avenir stem hip impl win gen; catalog#: unknown; lot#: unknown. Associated medwatch report (cocr head): 0009613350-2021-00103. Review of event description: implantation of the dual head prothesis on (B)(6) 2021 for a medial femoral neck fracture. At the end of january, the patient reported pain in her left hip. Conventionally, the prosthesis can actually be seen radiologiocally. 4 days later, with another radiological check, posterior dislocation of the duo head prosthesis. A subsequent attempt at reduction under bv control results in an interprothetic dislocation (disengagement of head from pe bearings), which is confirmed graphically by CT. On (B)(6) 2021 the duo head prothesis was removed and a hip-tep was performed. It was also reported that according to the reports, the dislocation happened during physiotherapy. It is not possible to determine which exact movement has been made. Review of received data: due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. X-rays: 2 ap pelvic radiographs, 2 lateral left hip radiographs, 4 reformatted CT images, which are all undated, were received for review. The x-rays were reviewed by mmi portal for radiologic imaging (radiologist). Radiographs demonstrate normal left hip arthroplasty on one set but posterosuperior dislocation on the second undated set. Reformatted left hip CT images confirm a dislocation. There is no evidence of fracture. No contributing factors are identified. Surgical report: surgical report - implantation, dated (B)(6) 2021: the surgical report has been reviewed, however no conspicuous findings relevant to the reported event have been identified. Intervention report - closed reduction, dated (B)(6) 2021: it was tried to try to reposition the dislocated hip with axial tension and internal rotation. This turns out to be more difficult. As a result, the surgeon tried to reduce the hip again with axial traction and internal rotation and various reduction maneuvers. During the reduction, the x-ray c-arm shows that not only the hip is dislocated, but also the head from the inlay. The reduction is canceled after several attempts. Surgical report- revision surgery, dated (B)(6) 2021: diagnosis: hip dislocation after implantation of a head endoprosthesis on the left indication: the patient suffered a left hip dislocation, which could not be adequately reduced when closed. The closed reduction even resulted in a disconnection of the duo head. Access in the area of the old access, whereby the scar is cut out. A relatively large amount of the hematoma then evacuates subcutaneously. The duo head can then be recovered. The gluteal muscles appear detached again in the area of the old access. The old threads are removed here. Then the cobalt chrome head is removed from the cone. This is followed by an extensive rinse. Then the new implants are implanted. Product evaluation: visual examination: the visual examination shows normal signs of usage. There are no signs that could point to a contributing factor for the dislocation. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): 61.27.28-46: 6 parts were scrapped due to surface damage (ncr# 500104743). No ncr with a potential correlation to the reported event was found. 14.28.06-20: no ncr found. Conclusion: implantation of the dual head prothesis on (B)(6) 2021 for a medial femoral neck fracture. At the end of (B)(6), the patient reported pain in her left hip. Conventionally, the prosthesis can actually be seen radiologiocally. 4 days later, with another radiological check, posterior dislocation of the duo head prosthesis. A subsequent attempt at reduction under bv control results in an interprothetic dislocation (disengagement of head from pe bearings), which is confirmed graphically by CT. On (B)(6) 2021 the duo head prothesis was removed and a hip-tep was performed. It was also reported that according to the reports, the dislocation happened during physiotherapy. It is not possible to determine which exact movement has been made. The review of the x-rays confirmed that there was a dislocation as well as a interprosthetic disloaction (head / inlay). Further, it was reported that according to the reports, the dislocation happened during physiotherapy. It remains unknown if and to what extend the movements during physiotherapy may have contributed to the reported dislocation. It is most likely that the forces applied during the closed reduction contributed to the interprosthetic dislocation. Based on the investigation the reported event can be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, the most likely root cause for the reported dislocation may be some movements and / or some forces applied during the reported physiotherapy. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with an cocr head and a bipolar insert on the left side. Four days later, posterior dislocation of the duo head prostheses was confirmed by radiological check. Subsequently on (B)(6) 2021 the surgeon attempted reduction under bv control which resulted in interprosthetic disassociation which was confirmed graphically by CT. Hence, the patient underwent a revision surgery during which the duo head prosthesis was removed and a hip-tep was performed. Gluteal muscles were re-fixed. According to the reports, the dislocation happened during physiotherapy. It is not possible to determine which exact movement could have caused the dislocation.